Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she has been receiving multiple batteries out limit alarms from the pump. The customer stated that the pump alarmed battery out limit the first time after a battery change. The customer stated that her screen went blank after a battery change. The customer stated that a couple of times she looked at her pump to bolus, it was off. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to monitor the pump and continue to use it. The customer will be sent a replacement battery cap.